Event description:
The patient heard an alarm on the morning of 9/22/2014. Their personal therapy manager (ptm) displayed code 8286 when they requested a bolus dose. When this happened they were not able to receive a ptm bolus which did not help them either. Telemetry confirmed a critical alarm was occurring due to a zero ml reservoir volume being reached. This issue had also occurred a month ago, and they believed something was wrong with the pump and that it should be replaced. The patient had no problems with the pump before a couple of months ago. The patient had an appointment with their doctor tomorrow ((B)(6) 2014) for a pump refill. The pump contained dilaudid, though it was not known what the pump contained when this issue occurred one month prior to the report. Additional information was requested regarding the patient¿s outcome as well as the cause of the pump reservoir going empty.

Manufacturer narrative:
Concomitant: product ID 8731, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. Product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).